Manufacturer narrative:
The customer returned 6 vials of strips. The returned strips were tested with a retention meter and controls. Control ranges: level 1 30 - 60 mg/dl, level 2 261 - 353 mg/dl. Results (all results in mg/dl): vial #1: level 1 ¿ 45, 44, 44, level 2 ¿320, 311, 311. Vial #2: level 1 ¿44, 45, 46, level 2 ¿ 312, 310, 312. Vial #3: level 1 ¿44, 45, 46, level 2 ¿315, 315, 317. Vial #4: level 1 ¿46, 44, 46, level 2 ¿317, 314, 312. Vial #5: level 1 ¿46, 46, 44, level 2 ¿313, 314, 318. Vial #6: level 1 ¿45, 45, 46, level 2 ¿ 312,315, 314. All returned strip results were within acceptable ranges. No information was provided in the complaint case that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results from an accu-chek inform ii meter serial number (B)(4). At 1:51 am the meter result was 405 mg/dl. At 1:54 am the meter result was 170 mg/dl. At 1:59 am the meter result was 194 mg/dl. A venous sample collected at 2:10 am resulted in a laboratory result of 169 mg/dl. The glucose result of 405 mg/dl was believed to be incorrect. There was no allegation of an adverse event. The meter had acceptable qc results within 24 hours of the questionable result.